Manufacturer narrative:
Inspection of the pod data and fluid path found no evidence of an obstruction of fluid flow through the cannula.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 20.4 mmol/l (367.2 mg/dl) while wearing the pod between 37 and 48 hours. Upon removal of the pod from infusion site (leg), the cannula was found to be obstructed.